Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges adhesive plasters and head sets are becoming wet shortly after priming; has occurred for the past 2-3 weeks with only with the current batch of infusion sets. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.